Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot, and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction in anti-a microwell of the mts abd/rev card. According to customer, sample was initially tested with mts abd/rev grouping gel cards lot # 031615037-60, exp 1/29/2016, on (B)(6) 2015 using manual gel method. Stated forward portion of card demonstrated group o,rh positive while the reverse portion demonstrated group a. Because of the abo discrepancy, customer repeated testing using the mts abd/abd gel card and again no reaction was noted with the anti-a microwell. Customer then repeat testing using tube reagents and found the blood type to be group a, rh positive ( forward and reverse were in concordant). 1+ reaction with the anti-a microwell. Daily qc testing was performed and acceptable. Issue started on: (B)(6) 2015; reported: (B)(4) 2015. Frequency: 1x. Pattern observed: negative reaction in the anti-a microwell. Customer was expecting: positive . Test repeated: yes, tube method. Result obtained by repeating: positive (1+). Method used to repeat: tube . Last qc run: (b)(6 2015. Patient/sample data: edta. Transfusion history: transplant patient . Visual appearance before use: ok. Ocd discuss variation of antigens on sample and centrifugation between methods. Hard spin using tube method versus software spin on gel. Recommend repeat testing with increase incubation and possible incubating cells at 4oc. Ocd followed with customer and was told with repeat testing and increase incubation time, there was no reaction in the anti-a microwell of the gel cards. Customer is aware of patient's diagnosis and possible reason for variance in reaction. Satisfied with discussion.